Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the pump of this artificial urinary sphincter could not be activated after five months of being deactivated. A patient services representative discussed troubleshooting techniques and recommended he have the device evaluated in-clinic if troubleshooting was not successful. The patient later called to report that imaging had identified urethral erosion of the cuff. This resulted in increased incontinence and dysuria. Device revision is under consideration. No further patient complications were reported.